Event description:
During a procedure, the drill stop and drill bit disengaged during drilling of the femoral head/neck. This resulted in plunging the drill bit through articular surface of the femoral head into the joint, damaging the patient¿s hip. The procedure was successfully completed. No delay was reported. The patient outcome is unknown. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history record for lot 6512863 revealed the drill stop was manufactured by isimac machine company. Po 1207536, dated 2/7/11, for 50 parts, was inspected to the synthes incoming final inspection sheet number ns026304 rev c on 2/8/2011. The product conformed to all requirements. The certificate of compliance (c of c) is dated 1/28/11. Fifty parts were released to the warehouse on 2/9/11. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The results of the manufacturing evaluation show that the drill stop appears to be in good condition, with no visible damage. Isimac machine company manufactured the drill stop, p/n 357.405, and lot number 6512863. The material of the housing and the button were confirmed to be correct. Functional testing was performed using gage gt026298 and the drill stop passed the functional test; the drill stop conforms to all dimensional specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. The drill stop is in good condition. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Product development evaluation: during this evaluation, (B)(4). The device is recommended for use in tfn applications where dense bone is encountered. The returned drill stop was made prior to the dco change.